Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an emergent endovascular procedure using two gore tag thoracic endoprostheses (proximal: tgt4015/7806308, distal: tgt3415/7854225) to repair an aortic arch aneurysm rupture. As it was planned that the left common carotid artery (lcca) and the left subclavian artery (lsa) would be intentionally covered by the proximal device, a bypass was established from the right axillary artery to the lcca and the left axillary artery before deployment of the devices. Final angiography revealed a proximal type I endoleak, so the physician repaired the endoleak by touch-up ballooning to the proximal neck. The endoleak reportedly slightly remained, and the physician elected to monitor the patient. The cause of the endoleak was reportedly unknown. The patient tolerated the procedure. On (B)(6) 2011, post-operative follow-up imaging showed that the endoleak persisted. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, follow-up imaging showed that the proximal type I endoleak was resolved; however a type ii endoleak was identified originating from the left subclavian artery. No aneurysm enlargement was reported. On (B)(6) 2011, an additional endovascular procedure was performed to repair the endoleak whereby the lsa was coil embolized. The patient tolerated the procedure. On (B)(6) 2011, follow-up imaging showed the resolution of the type ii endoleak. Subsequent follow-up imaging showed no issues. No further information is available.